Event description:
The pt's leads were explanted due to skin erosion and infection.

Manufacturer narrative:
The explanted leads were discarded by the medical facility, and will not be returned for eval.